Event description:
A medtronic rep reported that while in a cranial procedure, the site alleged the system froze during the case and they re-started the system. They then attempted to re-register the pt but were unable to do so and opted not to conduct troubleshooting with medtronic technical services. The surgery was completed without the use of the stealthstation treon guidance system. There was no impact on pt outcome.

Manufacturer narrative:
A medtronic rep evaluated the stealthstation treon system at the site and found no issues. Software has not been evaluated as of the date of this report.